Event description:
The plaintiff's attorney alleged that the decedent experienced hypotension and a cardiovascular event on (B)(6), 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR# 1225714-2014-02317 and 1225714-2014-02318.